Event description:
New information received notes that the cause of death was pulseless electrical activity (pea). The patient experienced pea when the physician was getting access and they were not able to save the patient. The patient was doing okay prior to the procedure. The cause of death was not device related.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when rv lead was placed there was no cardiac motion. Patient was in pulseless electrical activity (pea). There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available at this time.